Event description:
Reported by a hospital me that "proximal pressure line alarm" and "led alarm" occurred when a pre-use checking was being performed. The sales rep assumes that these alarms were "proximal pressure line disconnect" and "alarm led failed". The proximal line disconnect was not duplicated. The unit kept operating when these alarms occurred. The customer reported that the unit was not in use on patient. The issue occurred when a pre-use checking was being performed. No delay in therapy reported. The service technician evaluated the unit and the alarm led failed confirmed occurrence of a diagnostic code (alarm led failed) in the event log. The service technician confirmed that the power led had illumination failure, so the power switch overlay was replaced then the phenomenon was improved. The proximal line disconnect was not verified.

Manufacturer narrative:
G5: 510k#: k102985. B4: 06jul2021.

Manufacturer narrative:
B4: 19sep2021. After reviewing this file it was determined that MFR report#: 2031642-2021-03820 was reported in error. The proximal line disconnect alarm was discovered during pre-use check in the medical engineer (me) room. Based on this information, this is not a reportable event.